Event description:
According to the reporter, a patient experienced severe chest pain and was admitted for 23 hour observation (pain control and IV hydration). The length of overall be segment and length of ablation during that session was c4-m7. The device used during the procedure was a halo 360 balloon, 25mm; standard protocol. No other procedures were done the same day and there was nothing unusual that occurred during the treatment session. No other known adverse events were reported.